Manufacturer narrative:
This supplemental report is being submitted against an initial report that was submitted under the previous site registration number ((B)(4)). The effective site registration number is (B)(4).

Event description:
Additional information received indicated that the plaintiff experienced mesh erosion, urinary frequency, dyspareunia, urinary tract infection and mesh exposure.

Manufacturer narrative:
This was initially reported on the summary report dated 6/30/2014 under exemption e2013032.

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced emotional distress and a product problem. It was also reported that the plaintiff experienced pain, infections, and urinary problems. Furthermore, it was reported that the plaintiff died. No cause of death was reported.